Manufacturer narrative:
The event occurred on an unspecified date between (B)(6) 2019 - (B)(6) 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of large volume folfusors were leaking from the end wing cap during filling. There was no patient involvement. No additional information is available.